Event description:
Pt underwent intrauterine insemination (iui) at fertility clinic using sperm treated with irvine scientific's sperm wash medium, lot 998390402. Report states pt experienced fever and abdominal cramping with elevated white blood count after iui. Pt was treated with outpatient antibiotics.